Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter continued to display the apply sample message when trying to perform a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 12 pm. The customer care advocate (cca) was advised the patient manages her diabetes lantus insulin (10 units in the morning) and humalog insulin (amount not specified). At 8 am that morning, the patient took her usual dose of lantus insulin. Several hours after the start of the alleged issue, the patient claimed she felt symptoms of "thirstiness and nausea." At an unspecified time that day, the patient took 5 units humalog insulin as treatment. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.